Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cube needed to be replaced. No further information is available.

Event description:
The customer reported that the system displayed a generator error message, and the system would not boot up. No patient injury was reported.